Event description:
Reporter has reported that the electrical pins on the electrical adapter are bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. Results and conclusions: please see attached report "bent heater wire pins" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.